Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead dislodged post implant procedure. The lead was revised on the same day (B)(6) 2019. Patient was stable.